Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was successfully implanted on (B)(6) 2025. The patient was discharged on aspirin (asa). During the 45-day follow up computed tomography (CT) scan, a non-mobile thrombus less than 3mm was noted over the screw. The patient was placed on heparin for one month. The patient made a full recovery.